Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they are not sure how this complaint came about. They stated there was no issue with lead implantation on the day of. Previously there had been a lead placement issue due to the patient declining physiology during surgery but there was no issue with the lead itself.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and deep brain stimulation (dbs) therapy indications. It was reported that the one of the leads was not implanted because at the day of the procedure there was an issue with the lead. No symptoms were reported. No further complications were reported or anticipated with this event.